Manufacturer narrative:
The customer contacted the customer care solutions center for troubleshooting support. The customer said the patient was found unresponsive and a review of strips found no data was available for 3 hours prior. The patient was indicated to have been monitored with an mx40 telemetry device. The customer did not request on site device evaluation but instead requested assistance in walking through a review of the clinical audit log data. At the time of the call, the biomed had already accessed the logs and applied filters. The solutions center clinical specialist worked with the customer and indicated the sequence of events involved telemetry batteries becoming depleted. The audit log was stated to have shown low battery and then replace battery inops prior to the patient arrest. The customer only wanted the assistance to review the sequence of events and upon review of the data he felt all his questions had been answered. The clinical specialist was contacted in order to gather more data about the patient and to determine if the actual logs were downloaded however he stated that the customer did not provide further patient details and he never downloaded the logs because he did it remotely only via the prs session and since the customer was satisfied, no further data was collected. The customer was assisted in remote review of the clinical audit logs which showed low battery and replace battery inops prior to the loss of monitoring and patient arrest. The customer was satisfied with the information provided and requested nothing further from philips. : no malfunction is supported. . At this time no further action or investigation is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient death occurred and there was no stored physiological data at the information center for 3 hours prior to the event. The patient was stated to have coded and expired.